Event description:
The rotator broke during use. Pressure limit 800 psi, flow 2, volume 4. No harm or injury was reported. The customer reported two defective but has not provided add'l details and clinical info for the add'l event. Therefore, this single form FDA 3500a report will be submitted for this complaint.

Manufacturer narrative:
Device eval: two used suspect devices were returned for eval. The complaint was confirmed. The rotator separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. Complaint data base was reviewed and found no similar complaints for this lot number. The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Complaint data will be monitored to verify effectiveness of corrective actions taken. Eval method: device history record was reviewed, complaint data base was reviewed.